Event description:
It was reported that the patient needed to have his pump replaced since it had been implanted close to seven years, but still needed to find a physician to replace it. The reporter also felt that there was something ¿not right with the pump¿. It was stated that the patient would get ¿a little loopy like he¿s getting too much medication¿ and then he¿d feel ¿terrible¿. One time, the patient was in bed for eight days due to feeling so sick. The issue had been present through the previous three refills over around four to six months. It was also noted that the patient¿s healthcare professional stated that there was nothing wrong with the pump. The device system was used to deliver fentanyl. Later that same day, it was reported that the pump print-out had said that there were only three months left until the pump hit seven years old. The reporter thought that the pump had been implanted since 2006. It was stated that the patient had an appointment with his pain doctor in two days. They had the patient¿s pump medications, but the refill would not take place until the low-reservoir date on (B)(6). It was also reported that the pump had been empty for each of the previous five refills. Also that same day, it was reported that the patient felt he was getting too much medication which made him ¿loopy¿ and then it felt like the device was not even on which caused him to feel sick and unable to eat. The doctor had checked the pump via interrogation and stated that it was okay. The patient¿s symptoms had been occurring for between six months and a year.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2008 (B)(6), product type catheter. (B)(4).